Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted and presented with increased driveline pain, purulent drainage, fever and systemic inflammatory. The patient reported that the pain extends around the driveline and into midline. The patient developed fever, chills and general malaise. The patient was started on infused antibiotics and will likely be scheduled for surgical debridement. No additional information was provided.